Event description:
Cyroablation machine failed to function, giving power error of high coolant flow. Troubleshooting occurred by staff, vendor representative and facility biomed without resolve. Unable to complete portion of procedure. Biomed and vendor unable to duplicate event.